Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device shows the actuator is in its post t2 deployment position indicating a complete deployment. No ts or suture were returned for examination. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Reported non-deployment cannot be confirmed. No root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
During a meniscal procedure, it was reported that the second t could not be deployed. The trigger was able to be fully advanced. The first t was able to be deployed and it was removed from the patient. This was a medial repair of the red area of the meniscus using a contralateral approach. A back-up device was used to complete the procedure and the patient was okay post-procedure. The surgeon was confident no debris remained in the patient.